Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity (less than 10) of one-link non-dehp microbore catheter extension sets leaked saline at the connection site, even when fully tightened at the connection with the patient's intravenous catheter. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. E1: initial reporter phone no. : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.